Event description:
The customer reported that he was hospitalized with a low blood glucose of 20 mg/dl. The customer stated that he was on the phone getting assistance with an infusion set change, and passed out shortly after. The customer felt that the insulin pump settings, which had been programmed by an insulin pump trainer, were incorrect. The customer stated that he had given himself a 5.0 unit bolus, which is what the bolus wizard had suggested. During the call, the customer had the phone on speaker, and his spouse stated that the emergency room doctor told him that "if he gets back on the insulin pump he will die". The customer declined troubleshooting as he is looking into returning the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.